Event description:
Patient reported experiencing elevated blood glucose reading of 250 mg/dl today. Patient's target blood glucose level is 100-150 mg/dl. Patient stated the infusion device got caught on the car seat and the door hit the device. Patient stated he thinks after the infusion device was hit by the car door that it affected the infusion device delivery. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, cartridge, adapter and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.